Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Caller reports patient indicates his stimulator is depleting much quicker than before. Caller reports the depletion started about 1 week ago. Patient usually would charge every 4-5 days and now patient is needing to charge every day. Patient is programmed with electrode 6/7 with 3.5ma/90pw/1000hz. Impedance for electrode 6/7: 1490 ohms. Recharge interval shows patient should be charging 2.8 days. Electrode impedance performed. All contact with 8-15 are showing >40k ohms and lead connectivity shows 8-15 are red x. Recharge diary: metric:excellent coupling:avg ending: 90%avg recharge time: 44 minsavg recharge interval: 2days (B)(6) 2021: 70-100%; 36 mins, excellent (B)(6) 2021: 30-70%; 35 mins, excellent (B)(6) 2021: 40-100% 47 mins, excellent (B)(6) 2021: 10-70%, 58 mins, excellent (B)(6) /2021: 20-100% 53 mins, excellent. Caller reports no recent parameters changes. Stimulation usage diary metrics 30 day stimulation usage: 35%stim on since last session: 100%adaptivestim on since last session: no adaptivestim programmed. Stimulation usage graph: (B)(6) 2021: 20% on (B)(6) 2021: therapy unavailable 2/17 : programmer session. Caller reports the other days, patient is using : 40%, 45%, 43%reviewed electrode impedance. Reviewed recharging interval and recharging diary. Redirect caller to patient's hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that when the rep checked connectivity it showed 8-15 was out completely. The rep reprogrammed the patient to a lower pulse width. It was reported that the issue was resolved for the moment but that a possible lead revision may be discussed in the future.